Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported freezing and printing issues. The programmer powered up, printed to usb (universal serial bus) and interrogated with no fault found. (B)(4).

Event description:
It was reported the encore programmer was freezing and sporadically not being able to print. The programmer was returned for repair. No patient complications have been reported as a result of this event.